Manufacturer narrative:
(B)(4) . The lot 14j039 was manufactured on september 22, 2014 ¿ september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "white floating particles" were found in a small volume intermate elastomeric device. The device contained the drug meropenem. There was no patient involvement. No additional information is available.